Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile processing advised that a number of shims from attune's shims and general tray were cracked and broken and could not be adequately and safely processed. It appears the shims broke during the was or sterilizer.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device identified cracking. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.